Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen exhibited out-of-box delamination, and the user continued therapy on another ilet provided by clinical staff. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included device return for assessment. Investigation of this case revealed a delaminated screen on the pump touchscreen component, consistent with a hardware cosmetic or structural defect without functional failure. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing-related hardware defect of the touchscreen assembly.